Event description:
It was reported that "power fault alarms" were observed whenever the white power cable of the system controller was connected to the mobile power unit (mpu). However, no alarms were seen when the patient was connected to batteries. It was later reported that the alarms resolved when the patient stopped using that particular mpu. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of alarms when the patient was connected to the mobile power unit (mpu) was confirmed via visual analysis of the returned product. The heartmate mpu (serial number (B)(6)) was returned and evaluated at the service depot. During the evaluation, a kinked patient cable and a loose rubber encasing on the mpu patient cable connector were observed. The mpu was connected to a mock circulatory loop and when the driveline was inserted into the controller, a connect power alarm and low battery alarm became active, confirming the reported event. The customer denied the repair and the mpu was forwarded to product performance engineering (ppe) for further analysis. During ppe analysis, the unit was connected to a mock circulatory loop and the reported event was confirmed. The mpu patient cable underwent continuity and current leakage testing, revealing that the yellow (15 voltage common collector (vcc) wire) and yellow (relative state of charge (rsoc) wire) were electrically shorting to one another. The outer jacket of the cable was dissected to reveal breaks in the gray and yellow wires which were electrically shorting to each other, causing the reported event. The root cause of the reported event was determined to be damage to the insulation in one of the underlying wires in the mpu patient cable due to repetitive flexing of the cable, causing the unit to alarm. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.